Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was intermittently annunciating audible tones for alert and alarms to loud and the customer received an unknown alarm. The customer blood glucose was not impacted. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.